Manufacturer narrative:
Reporter has stated the vocal cord paralysis is a result of the recent vns implant surgery.

Event description:
Reporter indicated a pt had developed left vocal cord paralysis as a result of recent vns implant surgery. The pt is to be monitored for six months with no interventions; at that time a decision regarding an intervention will be made if needed. The pt is currently receiving vns stimulation and the paralysis is improving per the reporter.